Manufacturer narrative:
The investigation into the high purge pressure has been completed since the original report was filed. The product was returned to the lab for investigation. There was biomaterial found wrapped around the impeller blades. In the data logs, there was a motor current spike, suction alarms, and decreased flow at the same time a stroke was reported. The root cause of the stroke/cva is most likely due to biomaterial ingested. The relationship to the impella is unknown.

Manufacturer narrative:
The impella device has been returned for evaluation, but has not yet been evaluated. Investigation is in process. A supplemental report will be submitted upon completion of the investigation. The instructions for use identifies cva as a potential event. It states "¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an impella 5.5 in a 61yo male for mechanical circulatory support during coronary artery bypass graft. After placing the pump and support was initiated, the team observed neuro changes one day after implant. A cerebral vascular accident (cva) was suspected and it was embolic in nature. The patient underwent intervention of thrombectomy and craniotomy. The pump remained on for support with condition being monitored. No additional information was provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.